Event description:
A (B)(6) male underwent evar on (B)(6) 2013. The physician placed a flex main body graft and two spiral z iliac leg graft. The physician performed an iliac angioplasty in both the left and right legs after the procedure due to external compression (for both sides) on an unk date ((B)(6) 2013). External compression was not observed at the conclusion off the procedure. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event eval: still under investigation.